Manufacturer narrative:
The device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition. Flow rate testing was performed and the device passed. The pump functioned as intended, however the condition of the IV set, IV bag, and set up are unknown. A review of the history log revealed no abnormalities that could cause or contribute to the reported problem were observed through the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump over infused during preventive maintenance. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.